Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2019; 1688tc lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to pocket erosion and infection. A new crt-d system was implanted on the other side. No further patient complications have been reported as a result of this event.